Event description:
Chemotherapy being primed in medication room with spiros, c-clip, red cap (lot 4962268; ref (B)(4)). The spiros "clicked" onto the tubing, but the c-clip was having issues "clicking." Five different tubing and spiros were tried. Since the spiros "clicked," it was decided to prime the chemo. When attaching the spiros to the chemotherapy, it started to back-prime and leak out of the spiros. Chemotherapy returned to pharmacy and resulted in a delay of care.